Manufacturer narrative:
(B)(4). Date sent: 4/19/2022. See medical records.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that the patient underwent a robotic-assisted splenectomy on (B)(6) 2019 and during that procedure an echelon flex endopath 60mm stapler was used. It is indicated the surgeon noted ¿the endo gia stapler was then inserted. However, upon attempting to place the jaw posterior and around the splenic artery, immediately a brisk and large amount of bleeding was noted which could not be controlled. It is further stated the stapler caused severe injuries to the patient due to an out-of-specification anvil component within the jaw of the device which led to malformed staples and her untimely death.